Event description:
It was reported the patient wasn't receiving effective stimulation. The patient stated he was only receiving approximately 50% relief and was experiencing some left abdomen stimulation. It was noted the patient's lead appeared to be far left and had not moved from implant. The patient's lead was explanted and a new lead was placed at t9. The patient was receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.